Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.

Event description:
Procedure: laparoscopic colectomy of cecum with terminal ileum. According to the reporter: after the third firing was done, the sulu could not be removed from the tissue. Add'l resection of tissue was required to release it. For the recovery, the damaged part was sutured and the case was completed. It is unk whether reinforcement material was used.